Event description:
It was reported that the pump had issues of not reading the 10cc syringe consistently or it did not detect the 10cc syringe correctly. From testing, the syringe ear sensor was not consistently reading ¿true¿ when syringe was in place. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Customer reported problem with syringe size not recognizing 10 cc was not duplicated. Review of the event history log found flange not in place error occur intermittently. The size pot and optocoupler were replaced as an intermittent issue suspected.